Manufacturer narrative:
On the basis of the information provided, it is not known what role, if any, lava ultimate played in the reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for the reported tooth extraction.

Event description:
On january 27, 2017, a dentist reported that a male patient in his early 60's required extraction of tooth #30. This tooth received a lava ultimate crown seated on (B)(6) 2012, to replace an existing crown through which root canal therapy had been performed. On (B)(6) 2013, the lava ultimate crown debonded and was re-cemented. On (B)(6) 2014, it debonded again, decay was discovered, and the tooth was deemed non-restorable. Extraction was recommended and performed sometime during the months of (B)(6) 2014 (exact date not specified).